Event description:
It was reported that during a lap cholecystectomy procedure the device was leaking at the top of the seal. Another device was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.